Manufacturer narrative:
Batch review performed on 10 june 2024 lot 2002537: (B)(4) items manufactured and released on 20-jul-2020. Expiration date: 2025-07-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold another similar reported event during the period of review.

Event description:
Revision surgery for infection, the pathogen is unknown. At about 1 month from primary the surgeon performed a washout and revised the liner. The surgery was completed successfully.